Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer was advised to go to the hospital to obtain insulin pens after it was determined that the customer did not have a back-up method of treatment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had corroded keypad traces at up arrow button. No button error alarm. All buttons function properly. Insulin pump had minor scratches on display window and cracked reservoir tube lip.